Event description:
It was reported to baxter customer service that a flogard infusion pump displayed failure code 22. Process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on site. During sample evaluation failure f-22 was confirmed. It was associated with pumping mechanism problems and the pumping mechanism was replaced. No further action required since the device passed all tests performed according baxter procedures. This product does not have a 510k number.